Event description:
It was reported that there was a lead or extension issue and the patient was complaining of leg pain. The action required as a result of the event was explant of the lead. The lead was partially explanted and all 4 electrodes and 2 tines were left behind. No diagnostic testing or troubleshooting was not performed as it was not required. It was unknown if the product issue was resolved or if the cause of the event was determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the leg pain was determined to be sacral lumbar plexopathy, due to the retained lead per neurological evaluation. The leg pain had not resolved. The health care provider (hcp) had reached out to the manufacturer for help in the case, but they had not been able to bring the case to resolution.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va0d89p, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient. (B)(4).